Event description:
The pt was hospitalized for elevated blood glucose levels with ketones.

Manufacturer narrative:
Nurse reported that pt was admitted to (B)(6) hospital in (B)(6), for hyperglycemia (300 mg/dl), ketones, and symptoms of dka. She stated that pt's blood glucose levels returned to target after overnight insulin drip. The pump was returned to animas for eval. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours without alarms or issues.